Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted ukr, while completing surgery with real intelligence cori the hip center screen created a small blue line almost as if it was zoomed in. Data have been collected and the line appeared larger but more normal in size. When the line was small, there was a large error (over 4). There was an error when the line was normal but was due to user error and the hip bump in place. Surgery was performed after a non-significant delay, with the same device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review could not be completed. The software files provided didn't have any information. A new request was made to provide complete files but no answer was provided. Without the complete files the log files review would not be relevant to the investigation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.